Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "implant leak." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side "implant leak." Healthcare professional confirmed right side "ruptured" saline implant. Device has been explanted and replaced.

Event description:
Patient reported right side "implant leak." Healthcare professional confirmed right side "ruptured" saline implant. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on posterior side assessed as fold flaw opening. An opening on anterior side assessed as surgical damage. Additional observations: brown particles in the shell are observed. Wear abrasion is observed. Crease fold is observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., g.1., g.2., h.6.

Event description:
Healthcare professional reported right side "rupture" of saline implant.the device has been explanted and replaced.